Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient's device had not been checked for five years. The patient was admitted to the hospital for coronary artery bypass graft (CABG) surgery. Device evaluation revealed elevated threshold measurements and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. This device and the associated rv lead were removed from service and replaced without further incident. No adverse patient effects were reported.